Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: attorney. (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 09 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee arthroplasty. There were no operative notes provided regarding this procedure. On (B)(6) 2019, the patient underwent a right knee revision for unknown reasons. There were no operative notes provided regarding this procedure.